Manufacturer narrative:
(B)(4). Additional narrative: visual examination of the sample confirmed a ruptured reservoir. No other observation was noted on the sample. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. A tier ii corrective and preventive action (CAPA), (B)(4) was opened to investigate the root causes that led to this failure mode.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4) received a report of one (1) infusor two day 2ml device which reportedly had a ruptured reservoir during patient use at the hospital. The used drug was unknown. There was no patient injury or medical intervention. There was patient involvement. The actual sample is available for evaluation. No additional information is available.